Manufacturer narrative:
This supplemental report is being submitted to provide additional information.. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the suction channel of the subject device tested positive for bacillus spp..mesohiles(>250cfu/100ml). The testing for other channels indicated no microbial growth. According to the repair history, all channels of the subject device were replaced by (B)(4) in last (B)(6) 2017 and no technical reason could be explained for the cause of the remaining of the bacteria. Therefore, additional microbiological testing was conducted again. In the test, the air/water channel tested positive for brevundimonas vesicularis(3cfu/100ml) but the testing result cleared (B)(6) guideline. After the test, (B)(4) is planning to repair the subject device due to wear and tear of the adhesion in the bending section rubber.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device tested positive for unspecified bacteria. The subject device had been reprocessed using olympus automated preprocessor (aer) model etd-3 (not available in the USA ) with peracetic acid before the culturing test . There was no report of infection associated with this report.